Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-lead fixation: upn: (B)(4), model: sc-4316, batch: 24900583.

Event description:
It was reported that the patient was experiencing discomfort at the anchor site when sitting against hard objects due to weight loss. The patient underwent a revision procedure wherein the anchors were buried deeper. The patient was doing well postoperatively.